Manufacturer narrative:
Visually, there was no damage in the construction of the device that would have resulted in the reported event. The tube was in a u-shape when returned. Electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were 23.7 ohms (blue), 17.2 ohms (blue with white stripe), 32.7 ohms (red), and 18.6 ohms (red with white stripe) in which all of the electrodes were within specification. There was no intermittent behavior while manipulating the circuits or while changing the shape of the tube. For further analysis, a syringe was used to inject 15-cc of air into the cuff balloon and there were no issues during inflation or deflation. Under magnification, there were no cracks in the traces or the pads. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that during thyroid tumorectomy device has no response. There was 30 min of procedure extension. The reported product was continued to be used and the procedure was completed. There is no patient injury. Additional information received after follow up that the patient that the product was used for does not have any infection initially, but the rep obtained later that the patient has an infectious disease, (B)(6). So the product was used for the infectious disease ((B)(6)) patient. The infection was not caused by the reported product.

Event description:
Additional information received that even if user stimulate nerves, waveforms did not appear on the monitor. Current stim return shows "0".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.